Manufacturer narrative:
Product analysis: analysis was able to confirm customer comment of an error code. The printed circuit board (pcb) was reset with firmware update. It was also noted that the ventricular output connector was broken, the hanger was broken, the main pcb was out of specification (electrical), multiple errors displayed, the lower case was broken and contaminated and the main seal and one case screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error. The epg has been returned for service and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.